Event description:
It was reported that the patient experienced a global hypoperfusion event 2 hours after the procedure requiring hospitalization. An enroute transcarotid neuroprotection system (nps) was selected for use in a left side transcarotid artery revascularization (tcar) procedure. The procedure was completed with no notable issues. Two hours post procedure, the patient experienced right sided weakness and paralysis. Imaging performed revealed that the patient had a rare global hypoperfusion event in the left hemisphere, likely due to extensive small vessel disease. The patient was hospitalized and was still experiencing some symptoms at the time of reporting. No other intervention was planned.